Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a bruise on his leg when the monitor fell off of his desk, swung by the electrode belt cord, and hit his right leg. The patient was given "some pills" from their physician to help with the bruising. It was reported that the patient's bruise was getting better.